Event description:
Revision surgery was performed due to complete nonunion of the osteotomy of distal radius with a fracture of the plate at the osteotomy site. The distal end and the proximal end had been covered with eburnated bone.